Event description:
It was reported almost a year ago this non- boston scientific right ventricular (rv) lead had shock impedances measuring 86-103 ohms. Currently, this rv lead exhibited high out-of-range impedances measuring greater than 200 ohms. Additionally, the patient reported feeling mild shocks and the health care professional (hcp) was inquiring if this could be due to the daily measurements. Lead testing was performed with very low energy however, it could be due to the daily measurements. Boston scientific technical services (ts) believes this is related to a lead integrity issue. At this time, this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).